Event description:
Patient in operating room for bone cementation when developed acute rv failure. Patient transported to cvicu with milrinone gtt and propofol gtt not infusing due to IV pump channels not working. This was communicated to the bedside rn by anesthesia provider. IV channels immediately replaced and taken out of service. IV channels sent to biomed with information on event.